Manufacturer narrative:
Updated fields: b4,e1(event site telephone), e3, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11 complete event sire address-(B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit. Upon inspection, diagnostic checks were performed to assess for any malfunction. No faults were identified, and the touchscreen was found to be responsive and functioning normally. The touchscreen was calibrated and the unit was confirmed to be operating normally.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during use the cardiosave hybrid type e/f plg intra-aortic balloon pump (iabp) touch screen is difficult to press. There was no patient harm or injury reported.